Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant, device breakage,I believe I still have fragments in my system") in an adult female patient who had essure (ess205) (batch no. 12241239) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and cesarean section. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), irregular vaginal bleeding"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), flank pain ("pain on my side"), weight increased ("weight gain / loss specify which one: weight gain") and abdominal pain ("pain, abdominal pain"). The patient was treated with surgery (surgical removal of essure). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, menorrhagia and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage and flank pain had resolved, the bacterial vaginosis had not resolved and the weight increased was resolving. The reporter considered abdominal pain, bacterial vaginosis, device breakage, flank pain, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 30-mar-2018: pfs and mr received: new reporters, patient demographic information, product indication, historical conditions, new events menorrhagia, vaginal haemorrhage, event continual infection updated to bacterial vaginosis, flank pain and abdominal pain added. Outcome for the events vaginal haemorrhage and flank pain added as recovered / resolved, for event weight increased added as recovering / resolving and for event vaginal infection added as not recovered / not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/it was protruding through my tube"), device breakage ("fracturing of the implant, device breakage,I believe I still have fragments in my system/ device broke and there are fragments") and device expulsion ("expulsion of essure device") in a 29-year-old female patient who had essure (ess205) (batch no. 12241239invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, cesarean section and uterine bleeding. Previously administered products included for an unreported indication: metformin. Concurrent conditions included polycystic ovarian syndrome, vaginal odor, genital bleeding and obesity. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), irregular vaginal bleeding"). On (B)(6) 2008, 4 years 4 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), flank pain ("pain on my side"), weight increased ("weight gain / loss specify which one: weight gain"), abdominal pain ("pain, abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (apr2008 and (B)(6) 2009 hysteroscopy with essure removal.), surgery (B)(6) 2008 and 13may2009-hysteroscopy with essure removal.) And surgery (B)(6) 2008 and (B)(6) 2009-hysteroscopy with essure removal.). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, menorrhagia and abdominal pain outcome was unknown, the vaginal haemorrhage, flank pain and vaginal infection had resolved, the bacterial vaginosis had not resolved and the weight increased was resolving. The reporter considered abdominal pain, bacterial vaginosis, device breakage, device expulsion, fallopian tube perforation, flank pain, menorrhagia, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: four coils visualized on the right and five coils visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet and medical record were received. Events per pfs: expulsion of essure device, perforation (fallopian tube(s)) and vaginal infection. On 19-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and infection ("continual infections"). The patient was treated with surgery (surgical removal of essure). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, pelvic pain and infection outcome was unknown. The reporter considered device breakage, infection and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.